Manufacturer narrative:
(B)(4). Evaluation summary: the reported failure code of 16:336:936:0000 was confirmed, but not reproduced during product evaluation. The root cause was assigned to a software memory failure. No repairs were needed as the condition occurred only once in the event history, was not reproduced and did not recur during service. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a failure code of 16:336:936:0000. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.